Manufacturer narrative:
Updated with information from the completed product evaluation. This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2016-00119, 1225714-2016-00120 and 2937457-2016-00564. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one of three device reports that are associated with this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced impairments, including but not limited to, cardiac arrest and subsequently expired, which is alleged to have been caused by the product administered to the patient during dialysis treatment. Patient received dialysis treatments for approximately three years.